Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-07461. It was reported, the patient's ipg site was oozing, and the lead was poking through the skin. The physician consulted with the patient and it was decided to replace the ipg and leave the lead alone. The physician revised the ipg pocket and used a new antibiotic pouch by another manufacturer was used over and the new ipg to aid in healing at the ipg site. It was reported one contact on the lead was invalid, however, programming postoperative provided effective stimulation coverage.

Manufacturer narrative:
Manufacturer's evaluation: the returned product was not analyzed as the complaint of infection or discomfort could not be confirmed via laboratory testing. Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. The ipg was tested to manufacturing specifications using the autotester. The ipg passed all tests on the autotester. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.